Manufacturer narrative:
Device evaluation the marathon micro catheter (part: 105-5055; lot: n/a) was returned for analysis within a shipping box and within a plastic re-sealable bag. The marathon micro catheter was being used for embolization treatment of a feeder. The marathon micro catheter was returned for analysis. Based on the reported information and the device analysis reported event was confirmed as the marker band and distal tip of the micro catheter were found to be separated from the catheter body. As reported, this segment remains within the patient. The broken end exhibited plastic deformation of the tubing material (jagged edges and stretching) which indicates that catheter separated when pulled and exceeding the tensile strength of the tubing material. However, the cause for the separation could not be determined. The lot history review was not possible since the lot number was not reported. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The device has not been received. As a result, the cause of the reported clinical complication cannot be determined. Should the device return, a supplemental report will be submitted once the analysis is completed. A review of the lot history record could not be conducted because the lot number is unknown.

Event description:
Medtronic received a report that during an embolization procedure, the marker of the catheter was lost and the physician could not see it. It was eventually located and it seemed to be the tip of the catheter located in the right pca. A new device was used to continue to procedure and the marker/tip was left in the patient. The patient was undergoing an embolization (with non covidien/medtronic nbca) procedure of a feeder from the left sca when the marker/tip on the catheter was lost. The physician was able to locate the tip of the catheter in the peripheral of the right pca, which made it difficult to remove from the patient. The tip/marker was left in the patient and a new device was used to complete the procedure. The vessel was slightly severely tortuous. The patient's current condition is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.